Event description:
It was reported that during a right hemicolectomy procedure, prior to use on the patient, the tip of the tissue pad came out and it showed ¿tighten the probe¿. Then he opened the probe completely from hand piece and re-tighten the probe and when activates it shows ¿replace¿ and ¿not working¿. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with the tissue pad damaged, melted and 100% present and no detached as reported by the customer. The device was tested on generator and it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Device was reprocessed

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.